Manufacturer narrative:
According to the operator manual for the axiom luminos tf system, "when tilting the table down to a trendelenburg position > 15 degrees, the shoulder supports supplied" must be used to secure the pt. The "foot restraints" are requested to be used for trendelenburg position > 40 degrees in additional to shoulder supports. It was confirmed by siemens local svc that no shoulder supports were used during the exam. Our factory experts requested the foot holders and the table footrest to be returned for further investigation. This report was submitted (B)(4) 2013.

Event description:
It was reported that the foot holders on the axiom luminos tf system became disconnected from the table footrest during an exam while the table was in a trendelenburg position at 45 degrees. The pt did not suffer any injuries.